Manufacturer narrative:
Calibration for cl was last performed on (B)(6) 2024 with acceptable results. Calibration for na was last performed on (B)(6) 2024 with a calibration alarm. Qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number was t3987. The expiration date was not provided. The cl electrode lot number was t3987. The expiration date was not provided. The field service engineer (fse) found the new na electrode had a black seal attached to it, blocking the flow path and the rinse tubing had slipped off the nozzle affecting the vacuum. The fse removed the black seal from the electrode and reattached the rinse tubing to the vacuum nozzle. Mechanical checks were performed and the gear pump pressure and cuvette rinse levels were adjusted. Instrument performance testing and a precision check were acceptable. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for na electrode (na) and cl electrode (cl) on a cobas 6000 c (501) module. Patient 1 initial na result was 86 mmol/l. The repeat result from a different c501 module was 137 mmol/l. Patient 2 initial na result was 254 mmol/l with an invalidating data flag. The instrument auto-repeated the sample with a result of 86 mmol/l. The repeat result from a different c501 module was 137 mmol/l. Patient 2 initial cl result was 117.4 mmol/l. The repeat result from a different c501 module was 98.6 mmol/l. The repeat results from the other c501 module were believed to be correct.